Event description:
The caller reports that during routine inner cannula replacement the clinicians are experiencing difficulty with the inner cannula kinking. The caller reported that the inner cannula appears to be too flexible. In this particular case, the caller could not confirm if the tube was replaced.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.